Manufacturer narrative:
Insulin pump received with partially broken retainer, cracked battery tube threads, cracked case behind the pump near the battery compartment, broken reservoir tube lip, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test, verify delivery anomaly, or lock reservoir into place due to partially broken retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 230 mg/dl. The customer stated that long crack on side of battery area, and top of reservoir area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.